Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400''s (pc400's). During the procedure, the physician advanced a non-penumbra microcatheter into the iia, then deployed and detached six pc400's. Next, a medical adhesive was injected through the microcatheter. The physician then exchanged the microcatheter for a new non-penumbra microcatheter and attempted to advance a new pc400 through it. However, the physician encountered resistance and the coil became stuck at the hub of the microcatheter. Therefore, the pc400 was removed and the procedure was successfully completed using new pc400's and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pusher assembly was fractured approximately 5.0 cm from the proximal end. The pc400 pusher assembly was kinked approximately 20.0 and 85.0 cm from the proximal end. Upon advancing the embolization coil out of the introducer sheath, the embolization coil was detached. The proximal end of the stretch resistant wire (sr wire) can be seen protruding proximally through the proximal constraint sphere. Compression damage and offset coil winds were present along the length of the embolization coil. Conclusions: evaluation of the returned pc400 revealed that the embolization coil was compressed and the sr wire was protruding proximally through the proximal constraint sphere. This damage was likely a result of repeated attempts to forcefully advance the embolization coil against resistance. The source of initial resistance could not be determined. However, if an rotating hemostasis valve (rhv) is not used during insertion, the introducer sheath may not remain properly aligned in the microcatheter hub. Resistance may be experienced if the coil is advanced when the introducer sheath is not properly aligned in the microcatheter hub. Further evaluation revealed that the embolization coil was detached and the pusher assembly was kinked and fractured. The pusher assembly kinks and fracture were likely incidental and occurred after the device was removed from the patient, as the embolization coil was reportedly removed from the procedure without any report of detachment. Fracture of the pusher assembly would have allowed the pull wire to retract from the ddt, allowing the embolization coil to detach. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.